Manufacturer narrative:
Intuitive surgical has received the (setup joint) suj involved with this complaint and completed investigation. Failure analysis investigation confirmed, however did not replicate the reported complaint of error 23 on arm net 3. These types of error are related to communication problems between the remote arm controller board (rac) and the suj cable harness. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: a non-recoverable fault occurred rendering the da vinci system unavailable after the start of a surgical procedure. The system unavailability after start of the surgical procedure (first port incision) led to the procedure being converted to traditional laparoscopic techniques.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy, the da vinci system experienced an error 23/30 non- recoverable emergency stop fault, rendering the system unavailable for use after the start of the procedure. Intuitive surgical inc. (Isi) technical support requested the customer to remove instruments and use the emergency wrench to release the needle driver instrument from the systems arms. Isi technical support asked the customer to power off the patient side cart (psc), re-position, and power cycle the system; however,the errors still continued. The customer exercised all troubleshooting methods without any change to the system functionality. It was determined that the system was unable to be used for the remainder of the procedure. There was no patient harm associated with the reported event and the procedure was completed successfully using traditional laparoscopic techniques.